Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of the tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget herself and went to the ER for removal. She stated during removal of the pledget the doctor cut her. She experienced vaginal pain associated with the cut. The cut healed and she did not receive any additional medical treatment. She did not experience any adverse health effects.